Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Npi 8100 error 210.5020. (B)(6) had error 210.5020 on lvp8100 sn (B)(4). Resolution: I recommended (B)(6) to replace front door/key pad. (B)(6) will get a po and send unit in for flat fee repair. (B)(6) clinicview account hierarchy. Erp account number (B)(4). Door assy- keypad damaged. There was no patient involvement.